Manufacturer narrative:
Concomitant medical products: product ID: 37081-40, product type: extension. Product ID: 3877-60, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that it was not possible to recharge anymore. There was no connection with the recharger emergency mode and clinician programmer. The action taken to resolve the event was trying to recharge with the recharger in emergency mode. The impedances were >40,000 ohms with 0<(>&<)>1, 0<(>&<)>2, 0<(>&<)>3, 0 <(>&<)>4, 0<(>&<)>5, 0<(>&<)>6, and 0<(>&<)>7. The ins was replaced, and the issue was resolved. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID (B)(4) lot# serial# unknown implanted: explanted: product type extension product ID (B)(4) lot# unknown serial# implanted: explanted: product type lead . Device codes (B)(4) were removed. Conclusion code (B)(4) belongs to the extension.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the high impedances were resolved by replacement of the extension. The patient received effective therapy after the revision. Follow up clarified that the following information of ¿it was reported that it was not possible to recharge anymore. There was no connection with the recharger emergency mode and clinician programmer. The action taken to resolve the event was trying to recharge with the recharger in emergency mode. The ins was replaced, and the issue was resolved. ¿ pertains to manufacturer report # (B)(4); any additional information regarding this event will be reported in manufacturer report # (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The following information was reported in manufacturer report #s 3007566237-2015-03574, 3007566237-2015-03575, and 3004209178-2015-23664: the health care provider (hcp) reported via the company representative (rep) that there were bad impedances. The system was tested, and noted that three poles (5,6,7) were bad. Due to the bad impedances the rep read the mdt data. The impedances measurements were: 0&5 >10,000 0&6 >10,000 0&7 >10,000 electrode 1 4,109 electrode 5 >10,000 electrode 6 >10,000 electrode 7 >10,000 these contacts were not active. The rep and hcp were going to remain in contact with the patient. The issue was not resolved at the time of this report. No surgical intervention occurred, nor was planned. The patient needs another follow-up visit, which is initiated by his responsible physician. At the moment there was no appointment planned to see the patient. The intervention/actions needed to resolve this event and the outcome remains unknown. Any additional information will be reported in this manufacturer report.